Event description:
It was reported that during a procedure after connecting the fiber optic cable and starting the procedure, the fiber was no longer working after a few minutes. A new fiber of the same device was connected to complete the procedure without patient complication. Analysis of the returned device identified a glass cap detached/separated.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber was thoroughly analyzed. Visual unaided inspection of the fiber indicated that the fiber data card was not returned for analysis. Microscopic inspection of the fiber tip identified the glass cap was detached from the distal end of the fiber and it was rotating inside the metal cap indicating a glue failure. Additionally, there was a severe debris (charred tissue) noted on the metal cap. The fiber was functionally tested with the hene (helium-neon) laser fixture and the testing identified light visualization of fiber body. The outer flow tubing was damaged near the red indicator. The damage observed suggests the user buried the fiber tip into tissue during use thereby causing the fiber to overheat and break. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. According to the device instructions for use (IFU), it states: do not retract, dissect, or probe tissue with the tip of the fiber. Damage may occur to the fiber tip. Do not press the fiber end into the tissue, which will create stress between the fiber and the opening (edge) of the cystoscope. Damage to the fiber may result. There was no evidence that the device was not used in accordance with the IFU. A risk review was completed and confirmed that this event is defined in the risk documentation. Based on all available information, this investigation was assigned a cause of unintended use error caused or contributed to the event, where the interaction between the user and device, or sample, caused or contributed to the error.